Event description:
Customer reported damage to the usb port, which was causing issues with charging and uploading. There was no adverse impact to the customer's blood glucose level. Customer did not provide further details or agree to a follow-up, so no additional information was available regarding the outcome of the event.